Event description:
It was reported that during an unknown procedure, the device could not work. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.